Event description:
An aneurx aortic extender cuff was selected for use in an abdominal aortic aneurysm procedure. It was reported that the device was kinked when it was removed from the box. The device was not used in the pt and another device was used to successfully complete the case. The pt is fine. The device was discarded by the user facility.

Manufacturer narrative:
(B)(4).